Event description:
Md removing a plugged, nonfunctioning infuse-a-port and noticed that the distal port of the catheter was broken from the infuse-a-port. Patient sent to another facility and had the distal part removed under interventional radiology. Proximal part of port removed as well as port by md discovering the product problem.